Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR# 2134265-2011-02061 and 2134265-2011-01967. It was reported that post a stenting treatment procedure stent thrombosis occurred. Access was obtained via the right radial artery. The target lesion was located in the mid left anterior descending artery (lad). The lesion was predilated with a 2.50x20mm apex balloon at 17atms for 60 seconds. A 2.75x32mm veriflex stent was deployed in the mid lad lesion at 16atms for 59 seconds and then a 2.75x16mm veriflex stent was deployed in the proximal lad at 20atms for 30 seconds. The procedure was successfully completed with no patient complications reported. The patient received heparin and eptifibatide during the procedure and started on an eptifibatide drip. (B)(6) later the patient presented emergently with chest pain as the two veriflex stents had thrombosed. Access was obtained via the right femoral artery and the physician performed aspiration on the thrombus. A 3.00x20mm apex balloon was inflated in the lesion at 12atms for 15 seconds, 14atms for 15 seconds, and 14atms for 13 seconds. A 3.00x20mm quantum apex balloon catheter was then advanced to the lesion and was inflated to 15atms for 22 seconds and again at 15atms for 23 seconds. An icross coronary imaging catheter was then advanced to the lesion. It was noted that upon pulling the catheter back, the physician was able to get a good image; however, approximately 15mm of the distal tip of the catheter, including the radiopaque markers, remained inside the vessel. The physician attempted to snare the detached tip from the patient, but the attempt was unsuccessful as the tip was pushed to the distal apex of the lad. A 2.0x6mm quantum apex balloon catheter was advanced to the lesion and was inflated to 6atms. The physician then advanced two non bsc wires to the lesion and attempted to braid the two wires in an attempt to capture the detached tip from the patient; however, the physician was still unable to remove the tip. A 2.5x15mm non bsc balloon was then inflated in the first diagonal branch at 12atms for 13 seconds and again at 12atms for 10 seconds. The procedure was completed at this point with no additional patient complications reported. The patient's current condition is listed as stable.